Event description:
Baxter product surveillance received a report from a home patient's nurse that a transfer set had separated from the adapter of a home patient. The patient had been on peritoneal dialysis since 2005. The transfer set was last changed one week prior to the incident. No assist device was used to attached the transfer set to the adapter. It was threaded by hand by the nurse. Although prophylactic antibiotics were adminstered ( 1g of vancomycin intraperitoneal) there was no patient injury or further medical intervention necessary due to this incident.